Event description:
The surgeon was performing a transurethral resection of the bladder neck. During the procedure, the collins knife was used. While using the collins knife hook electrode 22/24 fr., the tip of the knife broke off in the patient. This was visualized on the monitor. The surgeon retrieved the broken tip from the patient and the patient was not harmed.